Event description:
We received a report that an intraocular lens (iol) was explanted from patient's left eye after he could not tolerate the glare at night. The original incision had to be enlarged to remove the iol. There were no other complications during the explant procedure.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer. Visual investigation showed that the lens had been cut in half; this appearance is consistent with a lens that has been explanted. No optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.